Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. The patient was having their generator replaced. Before the case, the rep read impedances and electrode zero is out of spec. The patient does not use that electrode for programming, so the hcp would only replace the generator and keep the current programming. The issue was not resolved, but the patient was noted to be alive with no injury. Additional information was received from the rep on 2018-sep-11. The rep indicated that the ins was being replaced, due to normal battery depletion, not due to the impedance issue. The ins will not be returned for analysis because the hcp did not request it, because the impedance was due to the lead. The out of spec impedance was over 10,000 ohms. This information was confirmed with the physician/account. There were no patient symptoms reported and no complications reported.